Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿check te pad¿ messages, gel leak) was confirmed. Upon investigation, the therapy electrodes and ecgs were non-functional. The failure was due to the black pulse wire being broken from the solder connection. Upon further investigation, there was also gel leaking from all therapy electrodes, causing the gel leak alarms. The root cause for the broken solder connection was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "gel leak" and "check therapy electrode" messages.